Event description:
It was reported the patient experienced discomfort (described as pain) located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a smaller version which resolved the issue. Reportedly, therapy was restored post operatively.